Manufacturer narrative:
No product was returned for investigation; however, digital photos were provided. Based on the info provided and the results of our investigation, it is possible that the pt's anatomy may have been a contributing factor in this event. However, we are aware of the potential for occurrence regarding material separation and/or material separating from the proximal fitting, and are currently taking the necessary action to prevent this type of complaint from recurring. This product group is inspected 100% for bends, kinks, proper securement of proximal fittings and other surface imperfections prior to transport. Iso standard 11070 requires a minimum break force of 3.37 lb for sheaths 5.0 fr and larger, which has been verified through design verification testing. In addition, the instructions for use cautions the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath as separation of the sheath may result if the fit is tight. Nevertheless, the appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.

Event description:
In 2009, it was reported that the facility had an incident with our balkin sheath unraveling during a left lower extremity arteriogram. The physician was attempting contralateral approach with the balkin sheath. Based on conversations with the mgr, and the tech who was in on the case, the dr was having difficulty pushing the sheath. The tech also indicated that this pt has had approx 23 procedures at this access site, and a lot of scar tissue. Thus the staff felt like the pt's anatomy, may have played a role in the device failure. After inquiring about the pt, both staff members assured that the pt suffered no injury, etc., due to the sheath pulling apart. The pt was to be discharged on the following day.